Manufacturer narrative:
(B)(4). Insulin pump received with stripped battery cap coin slot(p), cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, missing reservoir tube o ring and broken reservoir tube lip. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off.

Event description:
Information received by medtronic indicated that the battery cap was stripped. Customer was unable to unscrew the battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.